Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: partially detached retainer ring, faded serial number label, cracked middle (enter) keypad button, keypad overlay texture damage. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump was received with a critical pump error 35. Unable to perform the displacement test due to the critical pump error (open book image). The initial attempt to download/upload using crest/thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j1; pcba2--j1, lcd flex cable terminal. In summary, the customer¿s report of a crack in the case on the back of the battery tube was not confirmed during testing. The critical pump error (open book image) and the pump error 35 are due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the back of the battery. The customer reported no adverse event. The event involved in the product was mmt-1780kpk. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1780kpk was returned for analysis.